Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leaking on the extension tube was confirmed and the cause appeared to be use related. The product returned for evaluation was a 20ga x 0.75¿ powerloc max infusion set. The sample contained usage residue throughout. The sample contained a circumferential crack in the extension set within the fillet at the interface with the luer adaptor. Microscopic examination of the fracture surfaces of the crack revealed a topographically complex surface with linear patterns similar to fracture beachmarks. This type of damage is consistent with material fatigue which could have occurred due to repeated torsional or flexural stresses on that joint. No indication of potential manufacture damage or defect was observed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tubing on the port access needle was leaking at the connection at the male luer. (B)(6) 2019- additional information received stated, "port was accessed on (B)(6) and tubing broke within the same day requiring re-access while chemo was infusing". It was stated this occurred with two devices. This report addresses the first device.